Manufacturer narrative:
The investigation found the last calibration was performed on 16-aug-2021 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of the reagent. The field service engineer found a leak in the peristaltic pump tubing and replaced it. He also cleaned up the salt bridges formed from the leak. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 results for multiple patient samples with the cobas integra 400 plus. The reporter stated qc was in range prior to testing but was found out of range low when repeated after patient samples were tested. The reporter provided the following example of questionable results for one patient sample: the initial na result on the integra was 129 mmol/l. The repeated result on a c8000 was 140 mmol/l. The initial k result on the integra was 3.9 mmol/l. The repeated result on a c8000 was 4.4 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The electrodes lot numbers and expiration dates were requested but not provided.